Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that while the pt was ambulating he dropped his sys controller, and the controller pulled on his driveline. The pt did not experience any alarms at that time. A few hours later, the pt experienced a red heart alarm when he stood up, and felt lightheaded and dizzy. The pt's wife exchanged his sys controller. When the pt stood up again, he felt lightheaded and dizzy, and received another red heart alarm. These events occurred while the pt was on battery power. The vad coord also reported that the pt communicated that the sys controller had pulled on the driveline with decent force when it dropped. Also, the pt was transfused the week prior to the incident for low h/h (hemoglobin and hematocrit), hypotension and a gi bleed, and his symptoms may be a result of that. The pt was transported to the hosp in a helicopter, and it was noted that the pump stopped during transport while the pt was lying down. X-rays were taken of the percutaneous lead and were noted to be unremarkable. While the echo was obtained, the pump was noted to stop when pressure was applied to the upper abdomen. The pt's pump was exchanged with another lvad the following day. Upon explant, the pump end bend relief was noted to be fractured. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.